Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore®excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to occlusion of device or native vessel.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment using gore® excluder® aaa endoprostheses, gore®excluder® iliac branch endoprostheses and gore® dryseal flex introducer sheaths. After the iliac branch component was implanted, the cannulation to the internal iliac artery was performed. Reportedly, the physician attempted to advance the internal iliac component to the intended position, but only leading olive of the device could insert into the internal iliac artery. The common iliac artery to the internal iliac artery was dilated using a balloon catheter. The physician tried to advance the sheath into the internal iliac artery. However, only a dilator could insert into the internal iliac artery but the sheath itself couldn¿t insert. The physician tried several attempts but was not successful. The physician abandoned to implant the internal iliac component. The internal iliac artery was embolized. A contralateral leg endoprosthesis was implanted into the external iliac artery. The patient tolerated the procedure. Reportedly, it was unknown the cause of unable to insert the dryseal flex introducer sheath and the internal iliac component into the internal iliac artery.